Manufacturer narrative:
The consumer stated that she needed medical attention to remove the tampon but did not report a malfunction. An investigation was conducted that included 24-month trend analysis and product risk documentation. A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. If additional information is provided by the consumer in the future the case can be re-opened for additional investigation.

Event description:
On (B)(6) 2021, a spontaneous report was received from a consumer regarding a female of unreported age who was being treated with playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history included bleeding heavily. Concomitant products were not reported. On an unspecified date, the consumer started use of playtex sport plastic, unscented. On an unspecified date, after using the product, the consumer had to go to the emergency room to have them take it out. As of (B)(6) 2021, the consumer anticipated "never wearing a tampon again." No additional information was provided.